Manufacturer narrative:
Upon receiving additional information the device fa-55150-1030 is no longer considered a complaint. Please disregard previously reported file 2029214-2025-02694. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the phenom27 shapeable microcatheter (fg15150-0615-1s) was used to deliver the p ipeline device. During delivery, the distal tip of the microcatheter was found to be kinked, so it was removed. Another marksman microcatheter (fa-55150-1030) was then used, which was successfully positioned, and the ped was deployed smoothly, completing the procedure without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the kink and break was not determined. Only the fg15150-0615-1s was broken and had a problem. It had a kinked tip and broken proximal end. The catheter tip was found broken during the delivery process. The marksman catheter is not available for return. The marksman was used normally after the replacement, so there was no complaint against marksman and no return was necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient underwent treatment for a posterior communicating segment intracranial aneurysm. A shaping microcatheter (fa-55150-1030) was used to deliver pipeline. During delivery of the microcatheter, it was found that the tip was kinked. It was withdrawn from the body and replaced with another fg15150-0615-1s, which was successfully advanced into position. The ped was deployed successfully, and the procedure was completed smoothly. Catheter separation/break was reported during use. There was no friction or difficulty during injection. No force was applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. No surgical or medicinal intervention was required. The broken location was at the proximal section of the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 7mm diameter.